Event description:
It was reported that on (B)(6) 2013 a xience xpedition stent was implanted in a de novo lesion in the mid left anterior descending coronary artery (lad). On (B)(6) 2013, the patient presented to the emergency room (ER) with complaints of intermittent chest pains (angina). The patient was not admitted to the hospital and the angina resolved without treatment on (B)(6) 2013. There was no myocardial infarction reported and this was reported as a non-serious event per the study physician. Although noted to be resolved, the patient continued with chest pains (angina) described as exertional, sharp in nature, which decreases with rest and the patient continued to have difficulty taking a deep breath. During a treadmill stress test, the patient had more chest pain (angina) and nausea. The electrocardiogram (ECG) was abnormal. The patient was hospitalized on (B)(6) 2013. An unspecified previously implanted stent in the distal portion of the proximal lad was noted to be restenosed. Revascularization was performed in the proximal to mid lad, overlapping the xience xpedition implanted on (B)(6) 2013. The symptoms were noted to be resolved without an adverse patient sequela on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4): (B)(6) 2013 (07:10): troponin I=0.012 ng/ml, upper reference limit 0.10; (B)(6) 2013: ck=322 u/l, normal upper limit 192; (B)(6) 2013: ck-mb=24.0 ng/ml, normal upper limit 3.6; (B)(6) 2013: troponin I=4.25 ng/ml, upper reference limit 0.10. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
Subsequent to the initial report, the following was received: there were non-serious elevated cardiac enzymes post procedure, on (B)(6) 2013. There was no treatment done for the elevated cardiac enzymes and they resolved the next day without further adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. There were no reported device malfunctions or product deficiencies. The reported patient effects of angina, dyspnea, nausea, and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.